Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch report number 3600520000-2013-8005.

Event description:
Subsequent to the previously submitted medwatch report, additional information was received: the customer report source was contacted and the following additional information was received. The device was deployed in the common femoral artery. When the clip was deployed; the clip remained on the distal end of the device. It was confirmed that only manual arterial compression was used to achieve hemostasis. The patient had no other symptoms or treatments due to product experience. The patient was not anti-coagulated. The operator was not known; therefore, it is not known if the operator was trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, the customer indicated the device was discarded and is not available for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
User facility medwatch report received that states "at the end of cardiac catheterization the physician went to deploy the starclose and the device would not release from handle. Manual pressure was applied due to failed closure device. The patient did not experience a hematoma." No additional information provided.